Manufacturer narrative:
The referenced previously reported driveline short to shield condition was reported under medwatch MFR report # 2916596-2016-01084. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 1 month. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that after over 2 years of support, during a routine clinic visit, pump stoppages and pump speed decreases were observed in the system controller history. The patient was asymptomatic. The patient had a previously reported driveline short to shield event in (B)(6) 2016 in which there were no findings during an external driveline evaluation. The patient was provided with a non-grounded patient cable for use with the power module at that time. Due to a medical history of an unspecified cancer with pulmonary metastases, the patient was not a candidate for a pump exchange. X-ray images showed several stressed areas of the shielding near the velour part of the driveline, which is located internally, right at the skin exit site. Therefore, in the week before a driveline evaluation was to be performed by the manufacturer¿s technical services representative, the surgeon made an incision at the exit site in order to expose an additional 5 cm of the driveline in anticipation of an external driveline replacement procedure. On (B)(6) 2017, the external driveline evaluation was performed. Rescue tape was observed on the driveline at the beginning of the exposed velour section. The driveline was palpated and there was no indication of damage. The device passed electrical continuity testing. The rescue tape was removed and the silicone jacket was opened. The bionate layer showed a large discolored black and grey area. Beneath this area of the bionate, the shielding was compromised and showed several areas that were indicative of previous wire electrical shorts. Three points of worn insulation of two wires were found, leaving the wires exposed. The patient cannot undergo a pump exchange; therefore, the medical team suggested a modified repair that would leave the affected areas in place but would cover the exposed areas with shrink tubing. This variation was also discussed with the patient. The modified replacement procedure requested by the medical team was successful. The patient was discharged home one day later. No additional information was provided. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. Approximately 24 inches of the external portion/distal end of the percutaneous lead (driveline) that was replaced on 2017-04-13 was returned for evaluation. Electrical continuity testing of the returned portion of the driveline found all wires were electrically intact. No electrical shortages were induced during this testing, even with manipulation of the driveline. Submitted photographs taken during the driveline replacement procedure showed that a portion of the driveline had been externalized so that some of the dacron velour portion that is generally internal to the patient was visible at the exit site. When the outer silicone sleeve was pulled back, an area of severe breakdown of the metal braided shield could be seen adjacent to the exit site. Upon removal of the outer layers of the driveline, two large breaches in the insulation of the red wire as well as a large breach in the insulation of the orange wire were visible, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. Areas on the green and yellow wires were identified where the insulation appeared thinner due to abrasion and severe abrasion marks were noted on all of the wires; however, no additional areas of exposed inner conductors were visible in the photographs. The heartmate ii lvad operates on a three phase motor where each phase is powered by two redundant wires; the yellow and green wires represent phase 1, the black and brown wires represent phase 2, and the red and orange wires represent phase 3. The red and orange wires represent both redundant wires that compromise phase 3 of the three-phase motor. If the exposed conductors of either or both of the red or orange wires contacted the braided shield while operating on ac power, the resulting electrical short to ground would have caused the reported low speed events and pump stoppages. Review of the submitted log file showed that the captured interruptions in pump function also occurred while the lvad system was connected to external 14 volt lithium ion batteries, which could only occur if there was an additional compromised wire from motor phase 1 or 2 with exposed inner conductors to contribute to a phase-to-phase electrical short. Another damaged wire with exposed conductors in addition to the red and orange wires could not be confirmed via the submitted photographs or the evaluation of the replaced portion of the driveline that was received for evaluation; however, if there was at least one more additional damaged wire from phase 1 or 2, an interruption in pump function could have occurred if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on ac power or on external battery power. Because the damaged wires were so close to the driveline exit site, the replacement driveline could not be spliced above the affected area. The patient was not a candidate for a pump exchange and the surgeon decided against another driveline revision; therefore, the new replacement driveline segment was reportedly attached in the standard way without removing the visibly damaged wires and the areas of compromised wire insulation were covered with shrink tubing. The modified replacement procedure requested by the medical team was successful. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.